Manufacturer narrative:
The device was requested for investigation but it hasn't arrived yet. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was no filtration performance. The product was replaced to another. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary requested the product back for investigation but product was not received. The manufacturer is not aware about similar complaints showing a similar malfunction regarding the complained product. As the failure is not known to the manufacturer and has not been previously investigated the reported failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).